Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer hub is confirmed; however, the exact cause is unknown. One photograph of a triple lumen powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed the grey luer hub was detached from the extension leg tubing. The proximal end of the extension tubing of the grey lumen appeared to be tied in a knot. No tubing material could be seen at the distal end of the detached grey hub. A needleless injection cap was observed on each luer hub, and extension tubing was observed to be attached to the injection caps on the white and red luer hubs. The suture wing of the catheter was observed to be attached to the patient¿s arm by a statlock device and transparent dressing. No dressing or securement devices could be seen on the luer hubs or extension tubing. While the exact cause of the detachment of the grey luer hub could not be determined from the returned photograph, potential causes include sharp instrument damage, tensile failure, and material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC was inserted successfully, and had been successfully dwelling in patient for days. After days of dwelling in patient, the extension tubing of one of the lumens broke off at the hub of the valve. The PICC was replaced through an over the wire exchange.